Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was displaying the incorrect language. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on the evening of (B)(6) 2012. The patient reported managing her diabetes with ''metformin (2500 mg daily), novolin n (30 units) and novolin r (20 units).'' The patient denied making any changes to her normal diabetes management due to the alleged issue starting. The patient claimed that she became ''sweaty'' on (B)(6) 2012 due to the alleged issue and reported treating herself with glucose tabs/gel at 1:30 a.m., 5:30 a.m. And 6:30 a.m. During troubleshooting the cca was able to resolve the alleged issue. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event for the following conclusion(s): the patient reportedly developed symptom suggestive of a serious injury and subsequently required self treatment with glucose tablets/gel as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.